Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced. During the patient's generator change-out, the physician cut and damaged the lead. The lead was removed and the system was upgraded. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. It was noted that the outer insulation of the lead was extrinsically breached due to melting, and visual summary analysis of the lead indicated apparent explant damage. The analyst commented that a cut was not observed on the returned proximal segment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.